Manufacturer narrative:
Internal complaint number: (B)(4). A visual inspection did not find any anomalies. An investigation showed that the pump primed and flowed within specification, at 93% efficiency. During the analysis of the pump no over infusion was observed, and the pump was not observed to have vibrated. Engineering confirmed the flow-activated valve (fav) was working properly. The unit was allowed to flow, a magnet was then place on the pump to open both valves. The fav was activated and prevented fluid flow from the pump. The post MRI procedure was followed to release the fav, and the unit was observed to flow again. Analysis on a 30.5 cm section of returned catheter with no distal end, confirmed it was patent with air and sterile water for injection, with no other leaks observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. The patient reported to experience vibration, the pump was subsequently explanted.